Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.